Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of "hi" (more than 500 mg/dl) and 151 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, the readings of "hi" and 150 mg/dl were found in the device's internal memory log all within 10 minutes.